Event description:
Upon conclusion of a successfully completed robotic case, the staff noticed the plastic friction ring of the array bracket was damaged and coming off the bracket during disassembly and transfer to the back table.

Manufacturer narrative:
Upon completion of a robotic procedure, the hospital reported that the plastic friction washer of the array bracket was found to be damaged and had detached during disassembly and transfer out of the sterile field. The procedure was completed without incident, and no harm was reported to the patient and staff. The internal investigation of the array bracket showed that the washer was missing as it was reported and confirmed by think surgical clinical representative. This event is being reported as a malfunction, as the washer failed structurally. Although no harm occurred in this instance, there is a potential that the washer could detach and fall into the sterile field or surgical site during a procedure.